Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 5 functional tricuspid regurgitation(tr) for a triclip procedure. During the procedure, 3 triclips were successfully implanted. The tr grade was reduced to 1 post procedure. On (B)(6) 2025, it was observed on follow up check up that one triclip had an single leaflet device attachment(slda) from septal leaflet. The recurrent mr was of grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.